Event description:
It was reported that the pump smells of medication, alarms cassette not attached, alarms upstream occlusion when priming. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the pump smells of medication, alarms cassette not attached, and alarms upstream occlusion when priming. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant events found in event history. Visual/functional testing was performed. The reported complaint cannot be confirmed through verification testing or log/alarm history. Upon further investigation, found deformation in lock/latch flex sensor. Replaced lock/latch flex sensor for preventive measures. Internal coin battery¿s voltage was lower than expected. Replaced printed wire assembly (pwa) board. Device passed all testing criteria.